Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Leak on circuit during intervention hqv 19900. (B)(4).

Manufacturer narrative:
A quadrox-I was cleaned with sodium hypochlorite. Leak test was performed. A leak at the luer lock of the blood inlet connector can be confirmed. One crack runs over the whole luer lock. The other crack runs only from the middle of the luer lock to the connector. No other abnormality was detected. Failure could be confirmed. Device history record was reviewed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. Trend search was performed for sap and trackwise complaints. 11 additional complaints were recorded which appears reported issues are the same in last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,02%, which is below than 1%. Due to this information no systemic issue could be determined. The most probable cause is excessive physical force. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
(B)(4).